Event description:
It was reported by affiliate that the (1) tct75 was used during a colon resection procedure. It was reported that the first firing of the device was completed without problems and the device was reloaded. It was noticed that the staples formed on just one side of the knife after the reload. It was not reported how the case was completed. There was no consequence to the pt.